Event description:
Patient was revised to address pain, instability and osteolysis. Cup loosening and poly wear were also reported; however, it was competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: biomet acetabular cup and liner. Event: this was used in conjunction with depuy product in this patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain, instability and osteolysis. Cup loosening and poly wear were also reported; however it was competitor product. Doi: unk dor: (B)(6) 2013 (left hip) the device associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.